Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has been experiencing high blood glucose and the insulin pump has been alarming no delivery. The customer stated that she woke up around 5 am and blood glucose was at 400 mg/dl. Customer went to change the site and received multiple alarms. She had to restart the device by changing the battery and was finally able to rewind. The next morning she woke up with blood glucose of 300 mg/dl; she treated with manual injection. The alarm history showed low reservoir, bad battery and two no delivery alarms. Customer ran fixed prime and had no issues. Customer declined troubleshooting.